Event description:
During preventative maintenance (pm) performed at zoll on (B)(6) 2021, the autopulse platform (B)(4) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (B)(4) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. Load cell characterization test procedure failed and revealed that load cell module 1 was defective, likely attributed to mishandling such as a drop or a defective component. The load cell module will be replaced to remedy the fault. During visual inspection, there was no physical damage observed on the autopulse platform. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(4).